Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-58614.

Event description:
Customer reported the insulin pump alarmed no delivery twice because of the reservoir. Customer did not recall her blood glucose level at the time of alarm. Troubleshooting was not possible due to it being a passed event. No further information reported.